Manufacturer narrative:
Customer reported that a pyxis medstation es system produced visible smoke. Customer turned off and disconnected the station from its power source, no further damage reported. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and determined that the smoking was caused by a spill from the medication disposal system that the customer placed above of the medstation. The field service technician replaced several affected components such as drawer's controller board, chassis cover, drawer sensor, solenoid, open and close sensor, and latch sensor. Device was reassembled and tested. Field service technician confirmed device is operational.

Event description:
Customer reported that a pyxis medstation es system produced visible smoke.customer turned off and disconnected the station from its power source, no further damage reported.patient involvement was not reported.patient or user harm was not reported.

Event description:
Customer reported that a bd pyxis medstation es system produced visible smoke. Customer turned off and disconnected the station from its power source, no further damage reported. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g1, h4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-aug-2020 to 20-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system produced smoke. A field service engineer mounted new solenoid and attached all sensors and solenoid to new board. He also replaced damaged cables, matrix controller board and sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.